Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller stated they were getting a 'data lost - internal device has lost all (information)' message. They were trying to place the ins into MRI mode. The agent reviewed por, and advised the patient consult with their doctor to resolve the por message. On (B)(6) 2025 the patient called back and repeated information previously noted regarding seeing a data lost message when connecting to ins. Again the agent redirected to them to their doctor.